Event description:
The customer contact reported unrestricted flow. The tubing set was to be used for delivery of an unspecified solution. It was reported that during the priming of the tubing set, the flow regulator of the cassette was used to regulate the flow and was in the open position. The customer contact reported that after the priming was complete, the flow regulator was closed; however, unrestricted flow was noted. Though requested, no additional info was provided.

Manufacturer narrative:
This device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the rptr upon query by hospira personnel. (B) (4).